Event description:
After a vaginal delivery the physician was repairing a laceration with a 4-0 vicryl radpide, while setting the suture it was noted that the tip of the needle was retained in the patient's labia.